Event description:
Per the pump logs, the pump motor stalled on (B)(6) 2014 at 11:26 and recovered the same day at 13:13. The device system was delivering dilaudid and baclofen. Further follow-up is being conducted to obtain additional information regarding this event. If additional information is received, a follow-up report will be sent.

Event description:
Per the clinic, the patient had an MRI on (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).